Manufacturer narrative:
The shaft was bent and kinked. The balloon was unfolded and radio opaque solution detected on the inflation line. The proximal balloon welding was burst. No other abnormalities detected on the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat the posterior tibial artery/ anterior tibial artery. The target lesion was calcified with moderate tortuosity and 90% stenosis. Artery diameter: 2mm x 100mm length. The device was inspected and prepped prior to use with no issues noted. No resistance noted with accessory equipment, the device was been used with a 6f sheath and a 0.014 guide wire. Resistance was noted advancing the device to the lesion; however excessive force was not used. During the 1st inflation with a syringe it was noted that the balloon was slow to inflate up to 8 atm, it looked like it was broken and even though more atms were applied, the balloon would not inflate. Difficulty was also encountered deflating the balloon. A second amphirion was attempted however the same issue occurred. The procedure was completed with another non medtronic balloon. No clinical sequelae reported